Event description:
In 2003 the user facility's rn informed the MFR's rep of the following: md attempted to thread device catheter, unable to do so. Device catheter kept kinking on itself. Opened second device, also unable to thread. Removed everything and inserted dual lumen device catheter.